Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient is in the hospital for an unrelated r carotid endarterectomy, stating that following the procedure, the patient is not feeling the therapy "like he should be". Caller states she contacted multiple manufacturer representative (rep) and was told nobody is available and that they could not confirm therapy was on, as the patient only arrived with their communicator. Caller states the patient reported that the last time he "felt like this", he had a stroke. Technical services walked caller through connecting to the implantable neurostimulator (ins), as the patient's family was able to bring in the handset and communicator. While connecting, the caller states the patient's leg is shaking and he became apneic. Once connected, the caller stated the patient was fine and they were reporting to feel therapy like they typically do. Additional information was received from healthcare provider (hcp). Hcp reported that the endarterectomy, hospitalization, and previous stroke were not related to the dbs system. Hcp reported the cause of the feeling apneic was unknown. Hcp reported that contributing factors include the patient recovering from the endarterectomy procedure. Hcp reports troubleshooting included reviewing use of communicator to confirm it does not happen each time they connect. Issue has not been resolved. Hcp reported the cause of not feeling therapy was unknown. Hcp reported contributing factors include the patient recovering from anesthesia.